Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3: not returned to manufacture.

Event description:
Consumer reported that she opened the individual wrapper of a pessary with a pair of scissors and prior to insertion of it into her vaginal cavity, she noticed the string was broken into two pieces. One piece of string was attached to the pessary and the other was loose and fell to the ground when she opened the wrapper. She did not use the pessary and she discarded it.